Event description:
Subsequent to filing of the initial medwatch report, additional information was received from the facility reporter. It was reported that suture placement in a femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, the physician is not trained in the use of the proglide device. It should be noted that the perclose, proglide instructions for use, (IFU), states that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals) who is trained in diagnostic and / or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The reported sheath detachment appears to be related to the status of training. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.d10, h3: device return status.

Manufacturer narrative:
Date of event: estimated date. Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Twitter responses to the question were read and are captured under separate medwatch report numbers.

Event description:
A tweet was read that was seeking responses to the following question: "has anyone ever come across this before? The hydrophilic portion of the proglide device separated from the main body, inside the femoral artery". Additional information was obtained: it was reported that a puncture closure of a femoral artery was attempted using a proglide device after an interventional percutaneous coronary procedure. Reportedly, the hydrophilic portion of the proglide device separated from the main body, inside the femoral artery, during suture harvesting. A small cut down was performed to remove the proglide sheath. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.